Event description:
Received info the pt suffered a fall about one month ago and since the incident no longer has stimulation covering her lower back. The ins was reprogrammed, but was still unable to recapture the pt's back coverage. Impedance measurements were all normal. MFR's rep added autofill to her programs and the pt is going to be seen for f/u. At that time the rep will see if the new programs offered any relief. Add'l info has been requested and if received, a f/u report will be sent.

Manufacturer narrative:
(B)(4).